Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 4/5/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported there were no claims of injury or illness as a result of the device. Medical records reported doi was (B)(6) 2008 and will be updated, the patient had multiple falls with one resulting in a periprosthetic fracture and another with the healing incision having wound dehiscence requiring surgical intervention. Medical records also reported a leg length discrepancy, increased pain, popping, difficulty sleeping, limping and tenderness. Pathology report noted mild chronic inflammation. Revision surgical report noted torn iliotibial band and white joint fluid. The complaint was updated on: apr 27, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a painful hip, with elevated cobalt (6.0) and chromium (11.3) levels. Update rec'd 12/16/2015: litigation papers allege the patient began to suffer pain and discomfort in her right hip and leg area. At the time of the revision, the patient's surgeon noted very serous joint fluid within the hip joint capsule, and thinning of the abductors, gluteus minimus and medius.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear/metallosis.